Manufacturer narrative:
Radiographs were not received and the event could not be confirmed. The explanted device has not returned. The root cause of this reported event has not been determined. Potential adverse events and complications: "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, implant subsidence".

Event description:
On (B)(6) 2016, a patient underwent a vertebral body replacement (vbr) at t8. It was reported the implant did not lock and reduced height postoperatively. A revision surgery was performed on (B)(6) 2016.